Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded three episodes of noise due to electro-magnetic interference. Noise was present on the rate/sense and shock channels, and resulted in pacing inhibition. It was reported that the patient was using some new exercise equipment at the time of the episodes. There were no patient symptoms reported with this clinical observation.